Event description:
Customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 205 mg/dl. Customer does not recall any significant events leading to the alarm. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces and with corroded battery tube. No button error alarms noted. The insulin pump has cracked case at the display window corners, reservoir tube lip and battery tube threads.